Event description:
The event was a revision of the left hip. The problem was constant and prolonged pain, which we discovered was caused by the artificial hip socket coming loose. X-rays showed an obvious movement of the cup. As a result, a second revision had to be done in 2008. The dall-miles cable grip sys was also used in both surgeries. I still experience periodic pain. This problem required 4 surgeries in less than 2 years. I am still in physical therapy caused by this problem - the cup coming loose. Dx. Dates of use: 2007 - 2008.